Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patients peritoneal dialysis nurse reported the patient stat drained 5000ml after fill 1, with a fill volume of 2000ml. The patient reported feeling short of breath prior to stat draining. The stat drain alleviated the issue. As a result of the iipv event, the technical support representative advised the nurse to have the patient discontinue use of the cycler. Upon follow up with the pdrn, it was confirmed that the patient did not require any medical intervention, the patient felt better after the stat drain. The pdrn stated that the patient completed the treatment on the cycler. The patient has resumed treatment on the replacement cycler. Additional information was solicited, but unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment tests. During a drain phase of a simulated treatment, a soft pl (patient line is blocked) support warning occurred followed by a dc (drain complication encountered) warning, as expected, when intentionally restricting the patient line. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined, tested negative for glucose. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.